Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while wearing a pod for less than an hour the needle mechanism had failed to deploy at initial activation.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered less than 200 pulses. No damages were observed on the needle mechanism, which was reset and redeployed successfully. The cause of the reported needle mechanism complaint could not be determined. The exposed portion of the soft cannula was observed to be fully torn away, with the base of the tear on the unexposed portion. The timing and cause of the observed cannula damage could not be determined.